Manufacturer narrative:
Method: device history review; complaint history review; device evaluation; results: the exact cause of the damage to clip is unknown, but can likely be attributed to general fatigue and wear over time. The instrument was manufactured approximately 7 years ago and the longevity of the instrument on the field may have resulted in fatigue or wear over time. Fatigue and wear of reusable instruments are addressed in the IFU. Conclusion: the radius probe shaft t-handle was reported to have disassembled intra-operatively. There were no adverse consequences or surgical delay associated with the reported event. The returned instrument was inspected and it is clear that the locking clip that holds the assembly together was permanently deformed. The disassembly is the result of this deformation to the locking clip and subsequent loss of functionality.

Event description:
It was reported that the marker inserter disassembled upon insertion.

Event description:
It was reported that the marker inserter disassembled upon insertion.